Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a cold reset was performed error test, displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that there was fluid under the display. The product will be returned for analysis.